Manufacturer narrative:
This out of service product remains implanted; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds since 2022. Subsequently, the lead was surgically capped and abandoned (it remains implanted but out of service) during a scheduled box upgrade procedure. Besides intervention, no other adverse patient effects were reported.